Event description:
Surgeon reported that he performed cervical fixation with uniplate in early nov. The patient fused and is asymptomatic, however, one month follow up confirmed screw backout. Surgeon states that if it progresses further he will revise to remove the screw. As this may result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
No definitive conclusion can be made at this time. Visual examination of images indicates that angle of insertion may have been a contributing factor.